Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was removed from service because of a lead fracture. A cpi (0095) lead was implanted. Cpi received information that the implantable cardioverter defibrillator (ICD) was electively explanted july 08, 1997 and received for analysis on april 27, 1998.